Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received button error/ keypad anomaly. The customer¿s blood glucose level was 308 mg/dl. The customer reported that the motor was sluggish during rewind and made louder grinding noise during rewind. The customer reported that the bolus button sticks were sometimes insulin shoots out during priming. The insulin pump will not be returned for analysis.